Event description:
It was further reported that the target lesion was 2.5mm x 15mm, and the vessel was mildly calcified. The vessel was the left circumflex artery not the left anterior descending artery as previously reported. The atlantis sr pro² ivus catheter became suck in the proximal end of a 2.5 x 18mm non bsc drug eluting stent; however no damage was noted to the stent. The physician was able to remove the ivus catheter via pushing, withdrawing and "vibrating" the catheter.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a percutaneous coronary intervention the catheter was stuck in stent. The 90% stenosed target lesion was located in the calcified and moderately tortuous left anterior descending artery (lad). Post deployment of a non bsc stent, the atlantis sr pro² ivus catheter became stuck in the stent and the physician had difficulty removing the device, but was able to remove from the patient. The physician advanced the ivus again and it got stuck in the stent. The procedure was completed with another of the same device. No complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).